Event description:
General report rec'd of an unspecified number of undocumented incidents of patients receiving less medication than intended. The customer contact reported that line a of the pumps were programmed to delivery 0.9% sodium chloride at a rate of 100ml/hr. Line b of the pumps were programmed in the concurrent mode to deliver 20ml of an unspecified concentration of vancomycin via syringes and the deliveries were started. No further programming parameters were provided. After an unspecified length of time, line b alarmed that the volumes to be infused were complete. At that time, the nurses noted that approximately 3 to 4ml of vancomycin remained in the syringes. There were no reports of any adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The devices were not isolated or identified by serial numbers; therefore, they will not be returned for investigation.